Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient was admitted to the hospital for an unrelated condition. The patient reported that device delivered a shocked post implant. Device interrogation revealed that both p and r waves were double counted. The right ventricular lead was discovered in the atrium upon chest x-ray. The patient was scheduled for revision where the lead was successfully repositioned on (B)(6) 2020. The patient was discharged in stable condition.